Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the force sensor calibration and resistance were out of specifications. Investigation also revealed the force sensor pins were dislodged along with contamination on the force sensor housing. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, a loss of prime warning occurred. The force sensor calibration was out of specification. During investigation, the pump was opened and the force sensor pins were dislodged and the display screen was lifted. The force sensor was inspected and the force sensor resistance was out of specifications. Contamination was found on the force sensor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.